Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer received a failed battery test alarm. Their blood glucose was unknown. They were advised to check if the battery they were using was new. If it was, they were advised to check for corrosion or damage on the battery cap and the spring. The customer was advised to call back if everything was okay. The error still occurred. The insulin pump will not be returning for analysis.